Event description:
A general laparoscopy pack was opened for a laparoscopic cholecystectomy. As the nurse and surgical technician were counting a dark brown speck was noticed on the x-ray detectable sponges within the pack. The room was then broken down and a new set up was done with different instruments and supplies. Manufacturer response for general laparoscopy pack, general laparoscopy pack (per site reporter): they cataloged the details of the event and plan to investigate the sterilization of this lot.